Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a blade broken. The blade broke at roughly .18 from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additional observation not reported by site: the instrument was found to have blade damage. The blade exhibited mechanical indentations.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the harmonic ace instrument was being used to cut the liver, and then the blade of the instrument broke without any warning. The fragment was retrieved during the operation. The procedure was completed with a backup da vinci instrument of the same kind. The harmonic ace instrument was being use to dissect tissue prior to the breakage. The fragment was retrieved, and no remaining fragments were confirmed with the endoscope. No additional surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. It is unknown if the patient returned to the hospital due to post-surgical complications related to retaining a foreign object. No information was provided pertaining to the patient medical history, pre-existing medical conditions, or tests/laboratory data specific to the incident. Due to the alleged issue, the procedure was delayed by 6 minutes. The customer is unable to release patient demographic information for this event.